Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p07 (alinity I hiv ag/ab combo) that has a similar product distributed in the us, list number 2p36 ((B)(4)).

Event description:
The customer observed (B)(6) results while using alinity I hiv ag/ab combo reagents. The following data was provided. Sid (B)(6) initial (B)(6), repeat (B)(6), repeat (B)(6). No impact to patient or donor management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, labeling review, accuracy (sensitivity) testing, and specificity testing. The patient specimen was returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. The patient specimen was returned using a retained reagent kit of alinity I hiv ag/ab combo reagent lot 84047li00 and reactive results were obtained (1.26, 1.21 and 1.28 s/co). External commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018) were tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Reference testing of the patient specimen was performed and western blot hiv-1 and hiv-2 was indeterminate. Wb hiv-1 bands identified included p68/66 (pol), p18,17 (gag). Wb hiv-2 bands included p26 (gag). Other methods were nonreactive including innotest hiv ag mab (0.086, cutoff 0.116) and prism hiv ag/ab combo (0.06 s/co, cutoff 1.00 s/co). Clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.